Event description:
Customer reported in 2007 that the live video display on the left monitor went black during an orthopedic surgery procedure. The kvp/ma technique display on the c-arm tracked to maximum. An alternate system was brought in to complete the procedure. There was no patient injury.

Manufacturer narrative:
Gehc service personnel replaced faulty interconnect cable and tested system. C-arm operating as intended.